Event description:
The account alleged the side rail would still latch, but if you pushed on it, it would not stay up. No pt impact.

Manufacturer narrative:
The technician found the side rail end tube is broken. The technician replaced the side rail end tube and ratchet rivets to resolve the issue.